Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of the intraocular lens jammed into injector or injector problem. Additional information has been requested.

Manufacturer narrative:
The lens was returned in the lens case inside the lens carton. Viscoelastic and dried blood was observed on the lens. The optic was torn or cut in half. Only one half of the optic with a fully intact haptic was returned. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge and viscoelastic were used with an unspecified company handpiece. The root cause cannot be determined for the reported complaint of jammed into injector or injector problem. The lens was not returned in the reported condition of jammed into injector. The lens was returned torn (or cut) in half and placed into a lens case. The associated cartridge was not returned. The completed questionnaire indicated that in the surgeons opinion, the plunger of the handpiece caused or contributed to the event. The specific company handpiece model was not provided. It is unknown if a qualified model was used. The instructions for use (IFU) instructs company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instruct using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated the problem associated with the injector, there was no patient harm.